Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leak in tubing.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The device was received in free fomalin liquid making device handling and evaluation impossible. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. If additional information is received, quality will re-evaluate this complaint in accordance with procedures. Based on the information provided, quality accepts the physician's observations of such as the reason for surgical intervention. Quality was not able to perform manufacturing record review, nonconforming report review, CAPA review or complaint database review as the lot number was not provided and quality was unable to confirm the lot number of the device. The most likely root cause of the event cannot be determined at this time. If additional information is received, quality will re-evaluate this event in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.